Event description:
During a remote follow-up, episodes of far field r-wave oversensing (ffrwos) which resulted in inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.